Event description:
It was reported that the implant collar is damaged, the implant hex is damaged. Implant was replaced by same diameter implant.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). A2: age at time of the event unknown / not provided. G4: premarket identification k011028/k013227.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D3: manufacturer email address. G1: contact office (and manufacturing site for devices) contact name and email . G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) tsvwb8, (impl tapered scr-v sbm 4. 7mm 4.5mm 8mm) for evaluation. Visual evaluation was performed, the implant had signs of use. There was bone debris on external threads. Damaged drive feature identified. Device history record (DHR) review was completed for the subject lot number; 1265440. No deviations or non-conformance's, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number: 1265440 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: damaged drive feature. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use or the torque or speed applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The implants drive feature was damaged. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.